Event description:
The infusion pump was involved in an overinfusion of a heparin solution. Reportedly the pump was set to administer at 7ml/hr, however the 250 ml solution container was empty in approx. 6 hours. The patient's ptt level was elevated afterwards, however only observation of the patient was required. The patient returned to pre-incident status without any medical or surgical intervention.